Event description:
Rn reported a home patient that experienced their minicap falling off their transfer set. Rn noted that no lot number is available as the patient discarded the sample. Per the rn, the patient was treated prophylactically. Rn unable to provide specific information on what antibiotics were administered. Per rn, no patient injury associated with this incident.